Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed one of the carriage components detached from the dcs. The device was received with the capsule fully closed and slightly bent. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame along the mid-section to the distal end of the capsule. The inner member shaft and spindle hub appeared intact with no evidence of damage. When attempting to retract the capsule using the deployment knob, the actuator components separated. A hairline crack was observed on both tab 3 and tab 4 of the male actuator component. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The subject dcs was returned for analysis. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially is the valve has been misloaded or potentially if it was bent during returned report for analysis. The device was received with the carriage components detached from the dcs and during the attempt to retract the capsule, the actuator components separated. The snap fit tabs of the actuator were observed to be damaged. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. The carriage separation was most likely due to the actuator no longer securing the carriage components in place. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that while loading this transcatheter bioprosthetic valve, the delivery catheter system (dcs) deployment handle broke while closing the system with the valve partly inside. The dcs did not cover the valve yet. The dcs was replaced. No adverse patient effects were reported.